Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient went to an emergency room (ER) on (B)(6) 2026 due to hyperglycemia event caused by bent cannula. The site of insertion was abdomen. The infusion set was in use for one day. The duration of hospitalization was for 2 hours. The patient's blood glucose level during hospitalization was 500 mg/dl, and patient was treated with intravenous insulin fluid (IV) drips. The patient tested positive for ketones. Patient experienced the symptoms of vomiting at the time of the event. No further information available.